Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The customer noticed that the cuvette edges were wet. The field service engineer (fse) found that the drain valves were clogged. The fse replaced the drain valves. He checked and reset the amount of washing water. The fse also checked the cuvette blank value and found it within specifications. Performance check was done and the analyzer was performing within specifications. Qc was performed and was acceptable. The investigation determined that the root cause of the event was consistent with a maintenance issue. The service actions resolved the issue.

Event description:
We received an allegation about discrepant results for 2 patients' serum samples tested with calcium assay on a cobas 8000 cobas c701 module when compared to a different module. Sample 1: initial result: 1.78 mmol/l. Repeat result: 2.31 mmol/l (tested on a different module). Sample 2: initial result: 1.76 mmol/l. Repeat result: 2.18 mmol/l (tested on a different module). The questionable results were not reported outside the laboratory. The customer repeated the samples because the results did not match the results for other patients. The repeat results were deemed to be correct.